Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue and internal deposits on the membran of the ped. Control reservoir were determined. Permeability test: a permeability test has indicated that the m.blue valve is permeable while the pedi. Control reservoir has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the m.blue is not operating within the acceptable tolerance in either position. An accelerated outflow of m.blue could be determined. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in m.blue and the ped. Control reservoir. Results: based on our investigation results, we can see an accelerated outflow at m.blue, both in the vertical and horizontal position. The deposits visible in the valve have led to the change in flow rate. Furthermore, we can see deposits in the pediatric control reservoir, these deposits have led to the occlusion. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue shunt system(#fx817t) was implanted during a procedure performed on (B)(6)2024. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.